Manufacturer narrative:
Concomitant medical products: product ID: dtba1d1 ICD, implanted: (B)(6) 2019; product ID: 5076-52 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead was plugged into the right ventricular (rv) lead port on the device and triggered a lead integrity alert (lia) for non-sustained high rate episodes. In addition, the lead trend indicated that the capture appeared to be variable. The lead integrity warning was reviewed by the physician and it was determined that no intervention would be done at this time. The lv lead remains in use. No patient complications have been reported as a result of this event.